Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100744842. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404013. Serial number: n/a. Batch/lot number: 1100563137. Model/catalog description: cxr 16cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be used due to an issue with the pump. A surgical procedure was performed in which the existing device was explanted. There were no patient complications reported.